Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip. The daily total of insulin delivered was 52.625 units on (B)(6) 2015, 40.175 units on (B)(6) 2015, 45.575 units on (B)(6) 2015, 43.975 units on (B)(6) 2015, 52.050 units on (B)(6) 2015, 39.250 units on (B)(6) 2015, and 35.675 units on (B)(6) 2015.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away in the intensive care unit of a medical center. The customer was hospitalized on (B)(6) 2015. The caller stated that the death certificate is not yet available, however, he fills that the customer's death was due to chemotherapy. A week prior to passing, the customer had a received the first chemo treatment for breast cancer, and had a bad reaction. The caller stated that the customer had a number of health issues; had a triple bypass two years ago, had trouble breathing, and deprivation of oxygen to the brain caused the customer to pass out. The customer had severe dehydration. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.